Manufacturer narrative:
(B)(4). Date sent: 12/17/2024. D4: batch #917c22. Investigation summary- the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due the condition of the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkheads contacts is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Regarding the reported event "malformed staple", no further investigation could be performed as the device is non-functional. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 917c22, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure after fired, noted the staples malformed. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.